Event description:
The quality assurance technician reported that during bench evaluation of the device in the quality laboratory, an audible gas leak and visual of a loose internal hose from the oxygen output was discovered. There was no patient involvement.

Manufacturer narrative:
The complaint is confirmed by the quality assurance technician. The loose hose/gas leak was found at the oxygen input to the blender. The hose was pushed back into the fitting which resolved the issue. The unit has been sent to in house service center to be brought to manufacturer's specifications before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.